Event description:
It was reported that telemetry strips showed pauses where no atrial or ventricular pacing was seen for several seconds. The patient did not have an escape rhythm during the pauses. The pacing configuration was changed to bipolar 3.5 v, 0.4 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.